Event description:
A patient with exacerbation of asthma was on a bipap vision ventilatory unit. The unit began alarming "vent inoperable" while on patient. The patient switched to a partial non-rebreather mask while a new bipap unit was brought to the patient's room. The patient was switched to the new bipap unit with the same settings. The patient tolerated this switch over well and there were no adverse effects. The failed unit was brought to biomedical engineering and the technician checked the error codes and was able to duplicate the stated problem. The technician contacted the support technician at philips and found that the error codes point to a defective mc or dc board (main boards). The unit will not be repaired and will be removed from service (due to planned replacement of these ventilators).